Event description:
The customer reported the screen is black and not showing any images. The unit went to blank screen when performing fluoro. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not replicate. He tested all ac and dc voltages, and ordered a new power cord as the ground connection is loose and can't be tightened. He replaced the power cable, and adjusted transformer strapping so that ac voltage in is biased on high side rather than low. Tested unit working normally at this time.